Event description:
It was reported the valve was explanted due to aortic insufficiency. According to a tee, one leaflet appeared to be immobile and fixed; however, during surgery, the physician noted all three leaflets were mobile. There was no evidence of damage to the leaflets but since the echoes showed central jet leakage, the physician opted to remove the valve and replace it with another sjm epic supra value. Additional information has been requested.